Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device was discarded at the facility.

Event description:
It was reported that post-implantation of a bifurcated device, a suprarenal aortic extension and a limb extension, the devices were explanted and the patient died the following day. Reportedly, upon completion of device implantation, a computed tomography (CT) scan revealed an endoleak involving the proximal graft or junction, as well as the right iliac limb; although the overlap between the bifurcated device and limb extension was considerable. The physician attempted to put a sheath back through the limb extension, to place a bridge extension, and pushed the limb extension out of the external iliac artery into the iliac aneurysm, kinking the limb extension. Wire access was lost and the physician elected to convert to open repair and an aortic bifemoral bypass was performed. During the procedure 16 units of packed red blood cells with 6 units of fresh frozen plasma and 10 units of platelets were administered to the patient. The blood loss was a result of the lengthy procedure. The patient was transferred to the intensive care unit. The patient abdomen became distended, the patient became cold and hypotensive. Forced air warmers were used and blood was aggressively transfused in efforts to correct suspected coagulopathy and bleeding. The patient was transferred to the operating room for exploration and bleeding control. The exploratory surgery did not identify any source of bleeding, instead diffuse oozing from all tissues was noted, which was resulting in substantial hemorrhage, and there was no direct control. The patient's acidosis appeared to be primarily driving the hypotension and shock. Attempts were continued to resuscitate the patient, including vasoactive medications; however, they were unsuccessful. The patient's family was consulted and it was decided to make the patient 'do not resuscitate' with no further cardioversion or defibrillation. The patient became profoundly hypotensive and subsequently became asystolic and expired. The cause of death was determined to be related to hemorrhagic shock. Note: the patient presented with significant iliac arteries tortuosity and proximal angulation.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Operative imaging and medical records were provided and reviewed by the medical director. Review of the records concluded: the pathology was not ideal for endografting due to angulation, type of aortic neck and tortuous iliac arteries. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the review of the available information, the most likely cause of the reported event is related to patient anatomy and complications during the conversion, there were no product issues identified in the event.